Event description:
The manufacturer received information alleging a ventilator was alarming for service required. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's 3 way solenoid valve was replaced to address the issue. During the evaluation the device fail a test step. The device's machine flow sensor replaced to address the issue.